Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced leakage. The following information was provided by the initial reporter: intravenous (IV) infusion of paracetamol being infused via bd venflon pro safety cannula for a patient under general anaesthetic started to pour out from the access port to the top of the cannula. Recognised immediately and IV infusion stopped immediately, new cannula site. Faulty bd venflon pro safety removed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced leakage. The following information was provided by the initial reporter: intravenous (IV) infusion of paracetamol being infused via bd venflon pro safety cannula for a patient under general anaesthetic started to pour out from the access port to the top of the cannula. Recognised immediately and IV infusion stopped immediately, new cannula site. Faulty bd venflon pro safety removed.